Manufacturer narrative:
Citation: feldman t effect of mechanically expanded vs self-expanding transcatheter aortic valve replacement on mortality and major adverse clinical events in high-risk patients with aortic stenosis the reprise iii randomized clinical trial jama 2018 jan 2;319(1):27-37 doi- 10.1001/jama.2017.19132 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding the effect of mechanically expanded vs self-expanding transcatheter aortic valve replacement(tavr) on mortality and major adverse clinical events in high-risk patients with aortic stenosis from (B)(6). All data were collected from multiple centers between september 2014 and march 2017. The study population included 912 patients (predominantly female; mean age 83 years), 153 of which were implanted with medtronic 26mm, 29mm or 31 mm corevalve and 144 patients were implanted with medtronic 26mm, 29mm or 31 mm evolut r valve. The serial numbers were not provided. Among all patients in-hospital, 30-day, 1-year and all-cause mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, major bleeding, major vascular complications, myocardial infarction, cardiac tamponade, coronary obstruction, congestive heart failure, moderate paravalvular leak (pvl), permanent pacemaker implantation, prosthetic valve malpositioning, valve thrombosis and aortic valve reintervention. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.